Event description:
On (B)(6) 2012, the patient underwent a da vinci robotic hysterectomy procedure for cyclic pelvic pain. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012 the patient had the robotic hysterectomy procedure and was discharged after uneventful stay the following day. On (B)(6) 2012, the patient arrived at the hospital with fever, myalgia and pelvic fluid collection. CT scan was done and suggested abscess. The patient was treated with antibiotics, size decreasing. On (B)(6) 2012, surgeon performed vaginal drainage of abscess and it was noted the cuff appeared to be intact. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was readmitted for pelvic pain. Resumed IV antibiotic therapy and CT scan prior to discharge on (B)(6) 2012 noted resolution of abscess. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. Vaginal cuff cellulitis and pelvic abscess are well known risks of hysterectomy of any method. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.